Event description:
It was reported that the cooling fan of the programmer was very loud. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer's system fan was very noisy and it was therefore replaced. Analysis also found that a electrocardiogram connector on the link electronic module board was loose, and the board was replaced and calibrated, and that the power supply was noisy and it was also replaced. (B)(4).